Manufacturer narrative:
On 21 october 2016 the medical affairs director performed a clinical evaluation of the case and commented as follows: significant subsidence of femoral stem in cementless tha few weeks after primary. The cause for the subsidence is not identified. This design of cementless stems has an incredibly long track record in the history of tha, and longitudinal stability has always been very effective. There is no lateral view available, to evaluate the interference and contact points with the bone, but we must assume that a very experienced and highly skilled surgeon has finished primary operation with good stability achieved. The stem does not look significantly undersized in the ap view. The definitive cause for subsidence cannot be identified with the information available, but there is no reason to suspect a faulty implant. Batch review performed on 27 october 2016. Lot 156998: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available

Event description:
The patient came in complaining of instability. The stem had subsided. The cause of the stem subsiding is unknown at this time. The patient did not experience a trauma. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.